Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient has not recharged her ipg in approximately 3 months. The patient's programmer also reflects a communication error. Surgical intervention may be planned to address the reported issue. Please note: information regarding the patient's lead is unknown.